Event description:
Venous blood line became disconnected from arterial port of catheter during dialysis treatment. Pt lost approx 1500cc of blood and went into cardiac arrest. Pt was resuscitated and transported to hosp for further care. Pt did survive.